Event description:
It was reported that one day after the original implant surgery of this inflatable penile prosthesis (ipp), the patient coughed very hard causing the reservoir to herniate from its original position and migrate into the scrotum. The physician removed the displaced reservoir and place a new one in a different space within the abdomen. No patient complications reported.